Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # p93l1y. Device analysis: the device was returned with no apparent damage. The device was connected to a gen11 and functionality tested. An alert screen was displayed and no further functional testing could be performed. The blade could not be functionally tested due to the returned condition of the instrument. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to inspect internal components and it was found that the closure indicator was broken and not making contact with the moving trigger. In additionally: when the device was disassembled there was a cracked internal component. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness no conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: were there any patient consequences? What was the issue with the harhd36 device? For the harhd36, did the generator display any error messages and if so what were they? Did the harhd36 device pass the pre-test? Had the harhd36 device been working and then stopped? Response: unfortunately I have no further information regarding this case.

Event description:
It was reported, ¿we have not received any information.¿